Event description:
It was reported that a vitrectomy was performed during a removal and replacement because the lens would not seat into the right eye due to patient anatomy.

Manufacturer narrative:
Completed by manufacturer (B)(4). A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4), removal and replacement of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device was evaluated by manufacturer. Visual inspection revealed no damages or unacceptable defects on the lens received. Dimensional testing was performed and failed; however, the condition of the lens is related to explant process not manufacturing. There is no evidence to suggest that the iol (lens) has been affected by the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.